Manufacturer narrative:
Upon receipt of additional information, it has been determined that this report is a duplicate of a previously submitted medwatch form. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Medical devices: unknown, unknown recap femoral head, unknown. Report source, literature: gaillard, e.b., gaillard, m.d., gross, t.p. (2017). Interventions for improving hip resurfacing outcomes in women: a high-volume, retrospective study. The journal of arthroplasty, 32(11), 3404-3411. Doi: 10.1016/j.arth.2017.06.003 customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02742.

Event description:
It was reported in a journal article that patients experienced complications following hip resurfacing arthroplasty. Patients did not undergo reoperation or revision. Two patients experienced nerve palsy.